Event description:
Boston scientific received this implantable device at the post-market quality assurance laboratory. A memory download was unable to be performed because no telemetry could be established. This device has been forwarded for detailed analysis. No adverse patient effects reported with the return of this device.

Manufacturer narrative:
Visual inspection noted the device case was swollen. The device was then connected to an external power source. No high current drain or other device malfunction was identified during analysis. Although the no telemetry condition was caused by a depleted battery, laboratory analysis was unable to reproduce the condition that caused the battery to deplete.

Manufacturer narrative:
Analysis is currently ongoing. Once analysis is complete this event will be updated and resubmitted.